Event description:
A report was received that following a revision the patient was experiencing redness and pain at the pocket site. The physician explanted the entire system and the patient was given IV and oral antibiotics. The physician believes that the infection was procedure related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
: Implant date - 2010 additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot :(B)(4), description:linear st lead with preloaded enhanced stylet - 50 cm model: sc-3138-55, serial/lot: (B)(4) description:phase iii lead extension - 55 cm model: sc-4316, serial/lot: (B)(4) description:clik anchor (set of 2) model: sc-3304-25, serial/lot: (B)(4) description:2x4 splitter - d4 - 25 cm, the explanted devices were not returned to bsn as they were discarded by the medical facility.